Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#: 1627487-2018-05573, reference MFR. Report#: 1627487-2018-05574. It was reported the patient has been receiving inadequate therapy. An impedance check revealed high impedance on one of the patient's leads and low impedance on the other. Reprogramming attempts have been unable to provide needed therapy. X-rays revealed one of the patient's leads has migrated. In turn, the patient will undergo surgical intervention on a later date.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-05573. Reference MFR. Report#: 1627487-2018-05574. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention addressed the patient's issue.